Event description:
Customer reported a past high blood glucose event, although the exact level was unknown and displayed as "high." Cause was not known. To address the high blood glucose, the customer made a correction injection using multiple daily injections. Tandem technical support recommended the customer consult with their healthcare provider for further discussion, and the customer accepted this advice.